Event description:
It was reported that pump screen went blank unexpectedly and led was not blinking, and pump needed to be plugged into power source in order to turn back on. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.